Event description:
The patient confirmed that there was an intermittent house power disruption during the loss of external power event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 25 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). On 15jun2021 at 22:29:43 - 22:29:44 there was an atypical loss of ac power while connected to the mpu that caused a no external power alarm to activate. The backup battery provided power during this event and this event cleared when ac power was restored. There were no other notable alarms in the log file. Pump operation was not affected. Additional information communicated indicated that the mobile power unit (serial #: (B)(6)) would not be returning, that the mpu had a v-lock cable, and that the reported no external power alarm was due to an intermittent house power disruption. The root cause of the reported alarm was determined to be from a power outage, as reported. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on 12may2021. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file analysis captured a no external power event on (B)(6) 2021 which was caused by power to the mobile power unit being briefly interrupted. There was no interruption in pump support during these events. The patients mobile power unit had a locking version ac power cord.